Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a bubbled and cracked dso seal. A review of the event history log found lec 42224. During the functional testing, the customer reported complaint was able to be confirmed. The cause of the issue was found to be a faulty dso sensor. The dso sensor, bezel and seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device was unable to recognize the cassette, and the air sensor was damaged. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.